Event description:
It was reported by the customer that the touchscreen of the pump was unresponsive and its screen was found to be broken. There was no reported impact to the customer¿s blood glucose level. The pump is expected to be returned by the distributor, and a replacement pump has been arranged.